Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary ostium. A 4.00 x 16 synergy stent was advance to treat the lesion; however, the stent was noted to be damaged. No patient complications were reported.